Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to interrogate. Premature battery depletion was noted on ECG. Device was explanted and replaced. Patient was fine.